Manufacturer narrative:
510k: this report is for an unknown guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an orthopedic procedure, the surgeon placed the locking screws in a multiloc humeral nail. The calcar screw and distal locking screw missed the nail hole. Upon closer look, targeted was not locked in and one guide post was missing on targeted. Targeted adjusted and final locking screws were placed. There was an unknown surgical delay. Procedure and patient outcome is unknown. Concomitant device reported: unknown calcar screw (part # unknown, lot # unknown, quantity # 1); unknown distal locking screw (part # unknown, lot # unknown, quantity # 1); unknown nail (part # unknown, lot # unknown, quantity # 1); this report is for one (1) unknown - guides/sleeves/aiming: aiming arm. This is report 2 of 3 for (B)(4).